Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while advancing a ruby coil through another manufacturer's microcatheter and into the aneurysm, the physician encountered resistance and at least five centimeters of the coil got stuck in the microcatheter. Therefore, the physician removed the microcatheter containing the ruby coil from the patient and completed the procedure using another manufacturer's coils. It should be noted that the physician was not using a continuous flush. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: the pet lock on the proximal end of the ruby coil pusher assembly was intact. The embolization coil was detached from the pusher assembly. The proximal constraint sphere was intact with the embolization coil, and some of the coil windings were offset. The outer diameters (od) of the pull wire, embolization coil, and proximal constraint sphere were measured and found to be within specification. The inner diameter (ID) of the distal detachment tip (ddt) was measured and found to be within specification. Conclusion: evaluation of the returned device revealed that the embolization coil was detached, and revealed that the ruby coil did not sustain any gross damage. The proximal constraint sphere and the pull wire ods, as well as the ddt ID were measured and found to be within specification. The observed detachment typically occurs due to improper handling during use. If excessive force is used during withdrawal of the coil against resistance, it is likely that the polymer portion of the ruby coil will elongate, effectively extending the ddt distal to the reach of the pull wire distal end. This will allow the proximal constraint sphere of the embolization coil to become detached from the pusher assembly. Further evaluation revealed that the embolization coil od was within specification. Since the non-penumbra microcatheter was not returned for evaluation, the root cause of the resistance experienced by the physician could not be determined. Penumbra coils are 100% visually inspected and functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.